Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device showed too low spo2 readings of 85 to 86 percent. There was no patient injury.